Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with fever since mid-(B)(6) 2018 and was found to have vegetation on the right ventricular lead. Patient was treated with antibiotics and whole system was explanted due to infection. The patient was discharged.